Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported a spherical multifocal intraocular lens (iol) was implanted in his eye instead of the toric multifocal iol that had been discussed, resulting in blurry vision. Additional information was provided by the consumer that the lens was exchanged in a secondary procedure due to blurry vision and postoperative inflammation. He feels that he had the wrong lens implanted the first time. No further information is expected as the consumer declined to provide the surgeon¿s contact information. There are two medical device reports associated with the left eye. This report is for the first lens implanted.